Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 5 fr dual lumen powerpicc was returned for evaluation. An initial visual observation showed use residue throughout the returned sample. Clamp indentations were observed on the extension legs and the ink on the extension legs was observed to be slightly worn. Both lumens of the catheter were flushed and pressurized with a 10 ml syringe of water and a spraying leak was observed in the extension leg of the purple lumen. A microscopic observation revealed a ¿c¿-shaped split in the extension leg of the purple lumen approximately 0.5 cm proximal to the bifurcation. The split was observed to be angled toward the distal end of the tubing and had well-defined edges. Radiating striations were observed on the majority of the fracture surface of the split, indicating some flexural fatigue; however, at the apex of the curve of the split, the fracture surface was observed to be mostly granular. Also, some whitening of the tubing material was observed at one corner of the split. The angle, the surface textures, and the defined edges of the split suggest its root cause is superficial instrument damage which ultimately resulted in a complete split due to flexural fatigue. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the nurse that one extension tube of the dl powerpicc catheter was damaged, leading to liquid leakage. There was no harm to the patient reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the nurse that one extension tube of the dl powerpicc catheter was damaged, leading to liquid leakage. There was no harm to the patient reported.